Manufacturer narrative:
Per the user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had not interacted with the pump and the auto-off safety alarm was received. Customer's blood glucose was 300-400 mg/dl. Tandem technical support educated customer on the auto-off safety alarm. Customer successfully cleared the alarm and resumed insulin delivery.